Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system foot switch would not release and continued to expose radiation. The fse noted this issue did not occur during a patient procedure. There is no report of injury or death associated with the event described in this complaint.